Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Good faith effort attempts were made to try and retrieve product and event details, but further information was unable to be obtained.

Event description:
It was reported that valve issues occurred causing air embolism and patient instability. A watchdog hemostasis valve was selected for use. During the procedure, valve issues were encountered, air entered the system and the vessel, which created some initial patient instability. It was noted that flushing and waiting resolved the issue. The remainder of the procedure was carried out successfully using an alternate device and the patient was fine. No further patient complications were reported as a result of this event.